Manufacturer narrative:
MFR received date: 30 aug 2019. Date of report received: 30 aug 2019. Per field service engineer (fse), the unit is out of warranty and the customer has not agreed to repair the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was not in use on patient.